Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. It was stated that the customer felt crabby, tired and sick. The caller stated that the customer had received a replacement insulin pump, and began wearing it without programming any of the settings. The customer thought that the replacement insulin pumps came with the customer's settings programmed. The caller did not have the insulin pump with him at the time of the call. No troubleshooting was conducted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.